Manufacturer narrative:
Patient information is unknown date of event: unknown. This report is for an unknown tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. It is unknown if/when the device has been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with the trochanteric femoral nail-advanced (tfna) on unknown date. It is further reported the tfna broke where the helical blade intersects the nail. It is not known how the break was detected or if the device was explanted. No further information was provided. Concomitant devices reported: helical blade (part and lot number unknown, quantity 1). This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional information was received on july 25, 2016 confirming that the broken nail and associated helical blade are competitor¿s products and were not manufactured or distributed by synthes. The information submitted in initial medwatch #(B)(4) does not pertain to a synthes product and there is no indication that a synthes product may have caused or contributed to the reported adverse event and product problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on july 25, 2016 confirming that the broken nail and associated helical blade are competitor's products and were not manufactured or distributed by synthes.